Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses (pxt231218 and pxc121400) to treat an abdominal aortic aneurysm. In 2009, images revealed an unspecified endoleak. Nineteen days later, a reintervention occurred to reline the gore excluder aaa endoprostheses with the zenith renu aaa ancillary graft. Final imaging showed good results with no endoleak. The patient tolerated the procedure well and is reported to be doing fine.

Manufacturer narrative:
Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. A review of the manufacturing paperwork has been conducted. Code - the review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Other device involved in the event: pxc121400 contralateral leg component.